Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that dropped to 28 mg/dl. For treatment, the patient was given intravenous (IV) fluids and sugar water. The pod was worn longer than 48 hours on the abdomen. The pod was discarded.